Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for low drain volume was not confirmed. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed the patient line was full of air. The technical service representative (tsr) assisted the hp to clear the alarm and advised to start over with all new supplies. The tsr explained to the hp to call baxter before connecting if he gets to the connect yourself prompt and sees air bubbles. The hp stated ok. The hc unit was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg), it was revealed that the issue was resolved, however, the cause of the alarm remained unknown. The cg said that the hp had primed the patient line correctly before connecting. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the hp did not receive any injury or medical intervention as a result of this incident and the nurse was made aware of the incident. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.